Event description:
On (B)(6) 2007, the pt was implanted with 3 gore tag thoracic endoprostheses to repair a thoracic aortic aneurysm. On (B)(6) 2008, a follow-up computed tomography showed no endoleaks. On (B)(6) 2009, a follow-up computed tomography revealed a distal type I endoleak. On (B)(6) 2009, the pt was implanted with two additional gore tag thoracic endoprostheses. The final angiography showed the endoleak had resolved. On (B)(6) 2009, a follow-up computed tomography revealed a distal type I endoleak. The physician has chosen to wait and watch.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.